Event description:
Subsequently, the system was explanted and is expected to be returned for analysis. No resulting adverse patient effects were encountered during the system removal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, the device was returned and analysis conducted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed myopotential noise on the electrode resulting in an inappropriate shock. The patient was having intercourse at the time. The noise could be recreated with arms extended and waving, as well as on all fours pushing into the bed. X-rays suggest acceptable location/position. Boston scientific technical services (ts) suspects product movement. The physician plans to explant the system. Subsequently, the patient was seen for in office evaluation at which time noise was present on all vectors during provocation testing. The physician elected to move forward and implant a transvenous system. The implanted sicd system was deactivated however, remains implanted to be removed at a later date. No resulting adverse effects were reported during the replacement procedure. It was later reported the patient had recently started an anti anxiety medication which is causing visible tremors. It was discussed that the tremors could have been a source of the noise.